Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no result. The subject device was not returned to the service center for evaluation. The exact cause of the reported event cannot be determined. However, the b-v443q-a and b-v243q-a instruction manual states ¿ before use, prepare and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, tissue irritation, perforation, bleeding, mucous membrane damage, and may result in more severe equipment damage. Never use excessive force to operate the instrument. This could damage the instrument.¿

Event description:
The service center was informed that during an therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, a total of four balloons broke in the patient. The balloons used were from three different lots. It is unknown if any device fragment fell into the patient. The intended procedure was completed. There was no patient injury reported. This is 4 of 4 reports.